Event description:
Per the clinic, the patient experienced stabbing pain around the magnet site leading to device non-use. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and pain medications. The implanted device remains.